Event description:
Procedure type: hernia. According to rptr: the doctor used the product on a pt who was very thin. The surgeon placed mesh using 4mm helical tacks in 2005. The pt allegedly developed pain and the tacks were protruding through the skin. The pt had tacks removed at a different hospital.

Manufacturer narrative:
(B)(4)